Manufacturer narrative:
Corrected the method code. Clinical complications were observed during the implantation of a biotronik pacemaker lead system. Therefore, as a first step of the analysis the pacemaker as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of these particular devices were re-investigated. There was no sign of any inconsistency during production and final acceptance test. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Clinical complications were observed during the implantation of a biotronik pacemaker lead system. Therefore, as a first step of the analysis the pacemaker as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of these particular devices were re-investigated. There was no sign of any inconsistency during production and final acceptance test. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The system was explanted 17 days after implantation due to pericarditis.